Event description:
It was reported that there was high svc impedance greater than 200 ohms and a coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor was fractured; distal segment returned for analysis.